Manufacturer narrative:
(B)(4). The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After insertion of the steerable guide catheter (sgc), a thrombus was noted in the left atrium (la). The procedure was continued and one clip was implanted, reducing the mr to 1-2. The thrombus was stable in the la. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined in this incident. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.